Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source. A cause of death of septic shock and probable endocarditis was provided. The source of the sepsis and endocarditis was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.